Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the delivery catheter system (dcs) was unable to advance through the ascending aorta due to calcification. Subsequently, the system was withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and were used to complete the procedure with the snare technique to cross the native aortic valve. One day following the implant procedure, a permanent pacemaker was implanted for complete heart block (chb).